Event description:
Procedure: hernia. According to the reporter: kidney shape balloon inserted into patient to create space for inguinal hernia repair. Bulb inserted into port and pumped by surgeon, however balloon did not inflate. This was then repeated with a second balloon which also did not inflate. The third attempt worked. Additional information received via email was there any unanticipated tissue loss as a result of this problem: no. Was there any tissue damage as a result of this problem: no. If yes, describe the damage and provide details on how the damage was treated/corrected. Was the damage irreversible? Was there blood loss of 500cc or more due to the product problem: no. Did any additional blood loss resulting from this product problem require a blood transfusion: no. Was surgical time extended by more than 30 minutes due to the product problem: no. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.): no. How is the patient currently: no adverse effects to the patient. The balloons that did not inflate were simply removed until a balloon that worked was inflated in the patient.

Manufacturer narrative:
(B)(4).